Event description:
It was reported that the screw had loosened and had migrated to the back of the knee. Surgeon attempted to remove the screw, but the patient developed a methicylin staph infection. Surgeon inserted spacers for the knee while the patient fought off the infection. Patient was revised in 2002.